Manufacturer narrative:
Serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review found a no external power alarm on (B)(6) 2021 while the patient was tethered to the mpu (mobile power unit). There was no interruption in pump support during this event.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained data from on (B)(6) 2021 to on (B)(6) 2022 per the timestamps. The log file data contained multiple gaps of time as no notable events triggered during several days between on (B)(6) 2021 and on (B)(6) 2022; the log file data indicates that the system operated without any issues during the gaps of time. No external power, low voltage hazard and power cable disconnect alarms were observed on (B)(6) 2021 from 12:10:37 to 12:10:47, on (B)(6) 2021 from 23:28:09 to 23:28:10, on (B)(6) 2021 from 21:02:43 to 21:02:44, and on (B)(6) 2021 from 5:59:56 to 6:00:47 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active; however, no response was received. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.